Event description:
It was reported the patient was implanted with an advance sling in 2010. The patient had become incontinent again as the sling had become "ineffective." No further patient complications were reported in relation to this event.

Event description:
Additional information received indicated the patient had an alternative continence device implanted on (B)(6) 2014.